Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7027189, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.